Event description:
It was reported that the patient had surgery for breast cancer and there was an electrical reset. The right atrial (ra) lead the right ventricular (rv) lead and both left ventricular (lv) leads showed high resistance/impedance. It was also reported that the power-on-reset was caused by a power supply issue which may be related the patient's surgery. The follow-up information obtained could not confirm if there was any intervention done. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device and lead were not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 2 - pors (power on reset) on (B)(4)-2011. A 1- patient alert for device circuit error on (B)(4)-2011 10:02:20. Daily pace impedance trend data show the impedance for ventricular pace bi impedance= 4047 ohms and atrial pace bi impedance=4047 ohms between (B)(4)-2011.